Manufacturer narrative:
During the investigation of a monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button ribbon cable. The root cause for the disconnected cable could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
During the investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was non-functional.